Event description:
It was reported that a dissection occurred. The target lesion was located in the mid right coronary artery (rca). A 3.50 x 28 mm promus premier was deployed at high pressure causing a type proximal stent edge dissection. Slow flow was noted. The dissection was covered with a 4.00 x 12 mm promus premier and the procedure was completed. The patient fully recovered and was stable.